Event description:
The customer reported that his blood glucose reached 300 mg/dl less than 24 hours after the pod was activated. Upon deactivation she noticed the cannula was not properly inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.